Event description:
The customer reported that the device turns on and off automatically. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the device is received for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact. E1: initial reporter street address exceeded the maximum allowable characters; address is as follows: (B)(6). E1: initial reporter zip code exceeded the maximum allowable characters; zip code is as follows: (B)(6).